Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. Outcomes attributed to device; pain, infection, fistulae, recurrence, dyspareunia, vaginal scarring, urinary and neuromuscular problems. On (B)(6) 2010 cutting of urethral sling was performed. On (B)(6) 2012 repair of urethral fistula was performed. It was reported that on (B)(6) 2013 mesh removal and urethrovaginal fistula repair occurred.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and meshes were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05444. The same patient is represented in each medwatch

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat genuine stress urinary incontinence and cystocele stage ii. It was reported that the patient had the concurrent procedures of a sling, anterior colporrhaphy, extraperitoneal colpopexy, mesh augmentation x1, and cystoscopy performed during mesh implantation. It is reported that the patient underwent sling excision with urethrolysis in (B)(6) 2011. It is reported that the patient had a urogenital fistula that was repaired in 2012 that reoccurred several months later.